Manufacturer narrative:
Received one (1) used ch-13 chemoclave bag spike with additive port for inspection. As received, the bag spike was broken. The area of the break was examined. One side was higher than the other, typical of a bend break. Scalloping was present on the break surface. The reported complaint of a break can be confirmed. The probable cause of the break is due to an unintentional bending force during use. The reported complaint of leakage can be confirmed due to the break of the bag spike. The DHR for lot 5614025 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The customer identified a possible lot number (plot) of 5614025 (expiry date 09/01/2026, MFR date 09/01/2021).

Event description:
The event involved a chemoclave® bag spike with additive port and it occurred on an unspecified date the customer reported the device broke causing a leak of 5-fluorouracil during infusion on 46 hour take home pump . The patient was at home at the time, and it was unknown how the device was broken. The patient indicated that they were ¿just standing there¿ at the time of the event; however the hospital staff was questioning that statement. The patient returned to the health care facility as a result of this event. There was a small amount of drug left in the bag. There was patient involvement; however there was no report of human harm.